Event description:
It was reported to boston scientific corp on february 23, 2007 that a pt received radiofrequency ablation therapy for a hepatic tumor. The procedure was successful with no initial complications noted. It was noted post procedure that no visible burns were observed under the grounding pads. Three days after the ablation, the pt observed a 2cm x 2cm full thickness leg burn below the grounding pad. The pt reported back to dr for f/u treatment. Multiple attempts for additional info related to treatment and pt status have been unsuccessful.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine if the device met specification.